Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause for the system error 2240 (air-in-line) is air entering the line through the hole. The home patient stated they found that there was a hole in the extension lines. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. A follow up was made via phone call with the hp regarding the alarm. The home patient stated they found that there was a hole in the extension lines which is what caused the alarm. The home patient stated that after starting over with new supplies no further issues were found. The home patient also stated that they have already disposed of the supplies and no further information is available at this time. The home patient also stated no companion samples were available.